Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has made several attempts to retrieve additional information regarding the event. At this time no information has been received. Because the device is not available, and there is no further information, no additional investigations can be performed at this time. Due to the limited event information and the investigations presently possible the root cause of the event cannot be determined. The device history review confirmed the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2019 a patient received a carboseal valsalva cp-025 as part of an aortic valve replacement of a different valve implant. The device was explanted after 10 days on (B)(6) 2019 using the bentall procedure. As of now, it is unknown what device had been already implanted and why the carboseal was explanted.